Event description:
It was reported that the left cylinder of this tactra malleable penile prosthesis did not have adequate axial rigidity. This created a tendency for the penis to bend and slip out during sexual intercourse. The patient was dissatisfied with the functional result. The tactra malleable penile prosthesis was replaced with an inflatable penile prosthesis no patient complications were reported.

Event description:
It was reported that the left cylinder of this tactra malleable penile prosthesis did not have adequate axial rigidity. This created a tendency for the penis to bend and slip out during sexual intercourse. The patient was dissatisfied with the functional result. A replacement surgery is scheduled. No patient complications were reported.